Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l4-s1 alif and posterior fusion using rhbmp-2/acs. The patient¿s post-op period was marked by increasing pain and numbness in the low back and extremities. A CT scan conducted on (B)(6) 2012 reportedly indicated heterotopic bone growth at the implant site. This bone growth reportedly narrows the bilateral neuroforamen at l4-5 and l5-s1 causing nerve root impingement. This bone growth was reportedly noted to have increased in size on a CT study conducted on (B)(6) 2013. This CT scan reportedly demonstrates that the nerve roots are being constricted and the spinal canal is narrowed. Reportedly, the patient¿s condition has gradually deteriorated. She has pain and numbness that radiates from her lower back into her lower extremities. The patient cannot maintain a sitting or standing or reclining position for extended periods of time. Reportedly the patient may undergo a revision surgery in the future.

Manufacturer narrative:
(B)(4) mentioned product with a quantity of 2 was involved in the event. If information is provided in the future, a supplemental report will be issued.